Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported receiving erratic readings on their blood glucose meter. Customer reported receiving readings of 63 mg/dl and 400 mg/dl within 10 minutes. Tests were performed on the finger. The results when plotted n a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.